Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the annual system quick check procedure, it was found that the stimulator would not stimulate when connected to stim 1 on one of the patient interfaces, but only when connected wirelessly. Tech service had site dock pi and exit/re-enter procedure. Ts had site undock pi and connect wirelessly. Site verified electrode check passed for everything including stim 1 return. Site proceeded to monitoring and found that stimulation through stim 1 was now working as intended. There was no patient involvement.

Manufacturer narrative:
H6: annex d1102 is applicable for nim vital patient interface (nim4cpb1) and console (nim4cm01). Previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot # (B)(6), UDI#: (B)(4), (B)(6): reg report# 1045254-2025-01942 is duplicate of this reg report number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.